Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's stimulation "was not helping him". It was noted that the implantable neurostimulator (ins) was discharged, but not over discharged. It was stated that the device had been fully charged two days previously and was empty at the time of the call. It was reported that the patient had not been using stimulation because "it was not helping". It was noted that this issue began "2-3 months ago". It was reported that the patient has had surgery and "was not using for a while". The patient did not feel anything except when she out the recharger belt on. Then the patient felt stimulation, but "it hurt more". It was noted that this may be due to the belt pressing against the leads. About one week later it was reported that no diagnostics were performed. No malfunctions were seen. No interventions were planned. About 5 days later it was reported that the patient's status was the same. She only felt stimulation while wearing the charging belt and it was not helping with her pain. The next day it was noted that the patient was planning to see her doctor to discuss the issue, but no appointment was scheduled at the time.

Manufacturer narrative:
Concomitant products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 355531, lot# n313696, implanted: (B)(6) 2012, product type screening device; product ID 3888-45, lot# v778999, implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot# v741237, implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3487a-56, lot# v869013, implanted: (B)(6) 2012, product type lead; product ID 3487a-56, lot# v805739, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Follow up from the health care provider reported there was an overdischarged battery. A physician mode recharge was done and they were able to start normal charging. The power on reset message was cleared and the patient was instructed to recharge. It was noted the cause of the event was the patient needed to be reprogrammed. No patient symptoms were associated with the event. The patient did not require hospitalization due to the event and there was no injury to the patient.